Event description:
The nurse was placing the electrical plug into the appliance inlet and received a shock.

Manufacturer narrative:
The appliance inlet at the base of the table was broken and taped together rather than fixed or replaced.